Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that several inappropriate device charges were found in device memory during routine follow-up. Closer review noted no inappropriate shocks; the signal amplitude was low and smart pass found off. Screening was performed once more with improved signal observed on the left side of the sternum versus the current position on the right. The subcutaneous implantable cardioverter defibrillator (s-ICD) had also moved since initial implant. A revision procedure was performed wherein the s-ICD was repositioned. The shocking coil of the electrode became damaged during attempts to reposition it and was subsequently explanted. A new electrode was then implanted without issue returning acceptable measurements. No adverse patient effects were reported. It was noted the electrode is not available for return.